Event description:
During device evaluation, a clip and other unidentified debris were dislodged in the instrument channel. The user facility indicated that the clip had been present in the channel for a period of approximately three weeks, and that the gastroscope had been used on a total of eight patients. There was no report of any infection or cross contamination.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that all of the eight patients were reportedly under surveillance. There was no report of any device fragment or debris that had fallen into the patients. The user facility reported they had been able to pass a cleaning brush through the channel during this period, and that the gastroscope had been reprocessed in an automatic endoscope reprocessor (aer) that included an alarm to detect the inability to flush the channel, and there were no reports of alarms during reprocessing of this unit. The blockage had been detected when the users had attempted to pass a cleaning brush through the unit prior to returning the device for service. The referenced device was returned to olympus for evaluation. The evaluation found a blockage in the instrument channel which was caused by portions of a clip device, and other unidentified device fragments which appeared to be similar to string and a round yellow object. The device passed leak testing. The device was serviced and returned to the user facility. Olympus dispatched an endoscopy support specialist to provide in-service training for the facility. If additional and significant information becomes available at a later time, then this report will be supplemented. Olympus instruction and/or reprocessing manuals provide detailed information on how to reprocess the subject endoscope. The cause of this report appears to be due to user error. This report is being submitted as an MDR in an abundance of caution.